Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to cycle power. The tsr then advised the hp to complete therapy using a manual bag. Product surveillance contacted the nurse regarding the reported event. The nurse stated that the home patient (hp) came into the clinic this week and told the nurse about the alarm. The nurse stated there were no adverse events as a result and that she reviewed proper procedures with the hp.

Manufacturer narrative:
(B)(4).the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was not known; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).